Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the site could not turn on their handheld despite having left plugged into the wall over the weekend. Troubleshooting steps were performed but the problem was not resolved. New handheld was shipped to the site and the old handheld was returned to MFR for product analysis. Old handset is currently undergoing analysis.